Event description:
According to the reporter, during the laparoscopic ileocecal resection, on side to side anastomosis of the colon, the handle was squeezed until the end but the staple at the tip part was not completely pushed out and remained in the cartridge in a "u" shape. It was noted that the staple line was incomplete distally. The staple line  was not fixed but the colon resection and anastomosis were performed on another location instead. There was a high possibility that anastomosis has not been properly performed, so the handle and reload were replaced. The procedure was changed from laparoscopic to laparotomy unrelated with device issue.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#p3g0262) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The rear end of the sled was visible at the 1cm cut line. The jaw of the reload was open. Staple pushers were visible at the 0.5cm cut line. It was reported that the instrument had a poor staple formation and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.